Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed that the cannula mount was damaged. The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed the physical damage along the insertion axis 3 during visual inspection. The cannula mount will be replaced as a fix. The complaint regarding physical damage along the insertion axis 3 was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. A procedure log review was performed. Per the review, the following was confirmed: a urology surgical procedure was performed on system (B)(4) on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a patient side manipulator (psm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer found the cannula mount of the patient side manipulator (psm) 1 was damaged during docking. The customer elected to disable the psm 1 due to repeated cannula recognition failure. The procedure was completed without further issue. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.